Event description:
It was reported that during a pneumonectomy procedure, the device would not staple when it was used on the right pulmonary artery; the staples did not hold. The initial load and three other reloads were used with no issue. The incident occurred at the 5th reload having a different lot number. The surgeon noticed later that, the staples of the 5th reload were released on the artery, but that they were not properly closed. This incident caused an uncontrollable hemorrhage and the patient's death. The surgeon commented that he did not clamp the artery before he removed the stapler. To date, the stapler and the reload has been retained by the hospital.

Manufacturer narrative:
Date sent: 11/14/2007. Information is unavailable; device was not returned for evaluation.